Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hypoglycemic event while on the ilet and lost consciousness on the way to dinner, with continuous glucose readings in the 60s decreasing to the 40s, after which the user was treated with oral carbohydrates including apple juice, cola, and yogurt drinks and later noted an elevated glucose level. Symptoms included hypoglycemia, loss of consciousness, and subsequent confusion and disorientation with headache. Outcomes included no lasting health consequences or impact. Investigation included communication and interviews with the user and trainer, as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.